Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3.the exact event date was not available, therefore the date 04/01/2025 was used as an estimate.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal swelling. The patient was unable to palpate the pump, and the swelling caused the pump to migrate to the far right of his scouted. The patient stated he had a revision surgery to reposition the pump. The device is still implanted. No further patient complications reported.